Manufacturer narrative:
A visual inspection was performed on the returned device and the reported stent dislodgement was confirmed. In this case, based on the returned analysis, it is likely that during preparation, positive pressure was inadvertently applied to the balloon resulting in the reported stent dislodgement. The investigation determined the reported stent dislodgement appears to be related to operational circumstances of the procedure.d10, h3: device available for evaluation h6: method code 4115 - removed. Conclusion code 67 - removed.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Overall, without having the device returned to examine, a conclusive cause for the reported difficulty could not be determined. There is no indication of a product quality issue.

Event description:
It was reported that during device preparation of the omnilink elite stent delivery system, after removal from the dispenser coil and removal of the protective sheath, without resistance, it was noted that the stent came off the balloon. The device was not used and there was no patient involvement. There was no clinically significant delay. No additional information was provided.